Manufacturer narrative:
This complaint is a supplemental to MFR report #1218950-2025-000074. In the provided audit log, there are multiple yellow and red spo2 alarms. The reported time frame is (B)(6) 2025, 09:23:11 (based on the strip time indicated on the waveform and trend provided by the customer). A ***desat 80<88 alarm generated at 09:07:39, the spo2 value was 80 at the time of the alarm. This alarm was acknowledged at the pic ix - picixvccov8 at 09:07:56. The alarm condition persisted and the spo2 value was as low as 67 during this active alarm. At 9:25:40 the spo2 fell to 83 below the desat limit and generated a new alarm. The following is from the pic 4.1 instructions for use (IFU) part number 4536_650_22721_english patient data review section pg. (B)(6) understanding tabular trend values for most parameters, the values shown in the tabular trend are the median values selected from five 12-second samples of valid data. For view durations less than one hour, the displayed values are the medians of five 12-second samples. For view durations greater than or equal to one hour but less than four hours, the displayed values are the medians of five 60-second medians. For view durations greater than or equal to four hours, the values are the medians of five 5-minute medians. A field service engineer went onsite to confirm operation and alarm logs were reviewed. It was determined that the alarms were configured to remind which provides a short audible reminder at the configured interval if the alarm persists after acknowledgment, so the devices were working as intended. The field service technician discussed the alarm configuration with the staff and assisted with changing the configuration from remind to realarm. Based on this information, a device malfunction did not cause or contribute to the event. Based on the information available and the testing conducted, the devices were all working as intended, according to their configuration. A device malfunction did not cause or contribute to the event; however, the device alarm configuration and staff's understanding of the behavior may have been factors. The reported problem was not confirmed. The device was confirmed to be operating per specifications and as configured, no failure was identified. The staff was provided with information, and the pic ix configuration was updated to re-alarm for alarms that are still present after being acknowledged per the staff¿s request.

Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6)2025 at 0924 alarms were not generated for an oxygen desaturation to 66%. The crisis nurse was rounding the floor when they noticed a red alarm at the patient's bedside for a desaturation of 66% with good pleth wave. Upon entering the room, the patient was sleeping on their right side but roused to voice. The patient had been recently weaned from 2l nasal cannula to room air by respiratory therapy. The patient remained in the 70s so oxygen was applied and the patient quickly recovered. Upon reviewing waveforms in the chart, the desaturation lasted for 25 minutes without response. The patient was only being monitored for spo2, and the telemetry technician did note the alarm and reached out to the virtual spo2 technician; however, they did not notice the alarm. The only alarms in alarm review were for desaturations into the 80s but not in the 60-70s. The trends only showed spo2 from 80-100 range, but the patient had desaturated to 66%. The serious injury is being reported against the mx40 device on MFR report number 1218950-2025-000073.